Event description:
It was reported that while deploying the stent in a mid lad lesion, the balloon ruptured at 3-4 atmospheres; however, the pressure was able to be increased to 14 atmospheres (contrary to IFU) and the stent was completely deployed. A proximal vessel dissection was identified that extended to the lmt. Two additional stents were used to treat the dissection.